Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a revision procedure due to unknown reasons. Additional information has been requested; however, no further information has been provided at this time.

Manufacturer narrative:
Additional information received which confirms that the product listed in this complaint did not cause any issues. Given this information, this medwatch will be voided.

Event description:
Additional information received which confirms that the product listed in this complaint did not cause any issues. Given this information, this medwatch will be voided.